Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A nurse reported two days following an intraocular lens (iol) implant surgery the lens was exchange. The lens was replaced with a sulcus lens due to the instability of the lens in the capsular bag. Add'l info was requested.